Event description:
The customer reported that falsely elevated atellica im br 27.29 (br) result on one patient sample was obtained on atellica im 1300 analyzer. The initial result was reported to the physician. The sample was repeated on the same analyzer. The repeat result recovered lower than the initial result. These repeat results were considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant result.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) and reported that falsely elevated atellica im br 27.29 (br) results on one patient samples was obtained on atellica im 1300 analyzer. Siemens is evaluating the event.